Manufacturer narrative:
(B)(4).

Event description:
It was reported " iabp was only augmenting every fourth beat, despite the iabp being inautopilot in a 1:1 assist ratio using an ECG trigger". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " iabp was only augmenting every fourth beat, despite the iabp being inautopilot in a 1:1 assist ratio using an ECG trigger". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp not triggering appropriately" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the attached service report, the reported issue could not be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.